Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 53 percent remaining to 9 percent remaining over the course of approximately seven months. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 53 percent remaining to 9 percent remaining over the course of approximately seven months. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. Additional information received from the local area field representative indicates this device was not explanted and replaced, as previously reported. The patient failed to show for their scheduled device replacement procedure, and the procedure is now planned for later this year. There were no adverse patient effects reported. At this time, this s-ICD remains implanted and in service. Additional information received indicates this device has since been explanted and replaced. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional follow-up information is provided in the future, a supplemental report will be issued. Please note, the event description and explant date have been updated based on corrected information since received from the field.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 53 percent remaining to 9 percent remaining over the course of approximately seven months. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. Additional information received from the local area field representative indicates this device was not explanted and replaced, as previously reported. The patient failed to show for their scheduled device replacement procedure, and the procedure is now planned for later this year. There were no adverse patient effects reported. At this time, this s-ICD remains implanted and in service.